Event description:
It was reported the ceramic head of the resection sheath was broken. The event was observed during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that stress led to the malfunction. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.